Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture management showed a high right ventricular threshold measurement and reprogrammed the pacing parameters on the implantable pulse generator (ipg). A manual check of the thresholds showed the thresholds within normal measurements. The ipg remains in use. No patient complications have been reported as a result of this event.